Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Three samples were returned for evaluation. They were received with broken luer adaptors. A review of the device history record could not be performed as a lot number was not provided for this incident. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the adaptor on bd vacutainer® adapter with luer adapter broke on removal from the q syte catheter. No blood leakage, no mucous membrane exposure. No serious injury, no medical intervention.